Event description:
The customer reported that the a/d channel 15 error displayed on the c-arm at boot up. No patients were injured / involved.

Manufacturer narrative:
The ge service rep noted an ad channel 15 error on the c-arm while the customer was downloading images. The problem was due to a blown f8 on power signal interface pcb, caused by bad ps1. The rep discovered a blown f8 fuse on power signal interface pcb. He removed and replaced a power supply 1, capacitor shorted on the generator driver pcb. He removed and replaced the generator driver pcb. And tightened the lemo cable assembly nut. The system operates as intended.